Event description:
It was reported that the patient sought medical attention with a doctor with an infection that developed at the infusion site (abdomen) while wearing the pod for longer than 48 hours. The patient reported that the pod was leaking insulin. The patient's blood glucose levels rose to 300 mg/dl. The site was reported to be painful, reddened and appeared to have a boil and there was some blood on the pod when it was removed. The patient also reported experiencing stomach pain. The patient was diagnosed with cellulitis. As treatment, the patient was prescribed amoxiclav (amoxicillin/clavulanic acid) and topical mupirocin ointment. Related case: (B)(4).

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.